Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Manufacturer narrative:
Macroscopic examination of the instrument did not reveal any material crack, breakage, damage or excessive wear. Sample 6x14mm prestige st implant assembled onto implant holder without issue, securely retained on the holder, and easily removed.

Event description:
It was reported that during a cervical arthroplasty case, the 6mm inserter would not hold the superior piece of a 6x14 artificial disc. The same implant held fine in a 7mm inserter. Every time an attempt was made to impact the inserter, even slightly, the superior piece of the implant would pop off or rotate loose. No patient complications have been reported.